Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with atrial lead noise. No interventions were performed. No patient symptoms were reported.